Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2015 an eye care professional (ecp) called our affiliate in (B)(4) to report that a patient (pt) reported stinging and discomfort while wearing the acuvue oasys contact lens. The ecp was unable to confirm how the pts eyes were after removal of the suspect contact lens. The ecp advised that the pt was "a new wearer for this brand." The ecp reported that the pt went to see a doctor, but the ecp reported that he/she was unable to provide anything additional. On (B)(6) 2015 a call was placed to the pt and additional information was provided as follows: the pt reported that he/she "experienced sore and dryness on ou upon lens insertion." The pt reported that the eyes were fine after lens removal. The pt reported that on the second day the pt inserted the "same pair of lenses again, and felt so uncomfortable that he/she could hardly open the eyes." The pt reported that he/she visited an eye doctor and was "diagnosed with corneal abrasion ou)." The pt reported that he/she was asked to "cease lens wear and given eye drops to use." The name of the eye drops is unknown. The pt reported that he/she "used the eye drops 5-6 times a day for 3-4 weeks." The pt reported that he/she &#62857;sited doctor again and confirmed that eyes had recovered." The pt reported that the event date was "1-2 months ago." The pt reported that he/she is currently wearing spectacles. This report is for the pt's od event. The event for the os will be sent under separate report. The suspect product has been requested for return for evaluation, but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002j60 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Five sealed blisters were returned. The parameters of five lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.